Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump received excessive no delivery alarms. The customer reported that she changed out the infusion set and go another no delivery alarm. The customer's blood glucose was 55 mmol/l to 24.5 mmol/l/. The customer reported that the meter was 33 mmol/l. Troubleshooting was performed. The customer reported that the insulin pump continued to alarm no delivery and issue was not resolved. The customer was advised that the insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No weak signal alarm and no unexpected no delivery alarm noted. Unit and blood glucose meter test functioning and communicating properly. Unit was received with minor scratched display window and cracked battery tube threads.